Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, water tightness is lost and cable unit with damage due to crack, damage or deformation of the parts also cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited crack, damage or deformation of the cable, resulting in a damaged cable unit and poor water-tightness. The water-tight seal of the cable unit was compromised. There was no patient involvement.